Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the device and lead, the lead showed oversensing and noise when it was plugged into the header. The physician suspected it could be a grommet issue, but decided to change the lead. A new lead was implanted and oversensing was still seen. The patient was monitored and the lead did not show noise the next day. The new lead and device remain in use. No patient complications have been reported as a result of this event.